Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Field service engineer (fse) replaced the remote arm controller (rac) and right master tool manipulator (mtmr) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, technical support engineer (tse) checked system logs, there were several errors on right master tool manipulator (mtmr) verified in the logs. Customer disabled the mtmr, recovered the fault and proceeded with the surgery using the second console already connected to the system. Customer called back to report that the issue reoccurred, this time generating a non-recoverable fault. The issue was identified during the procedure, after the ports had already been placed. The customer reported that they rebooted the system and the surgeon proceeded with the surgery. The tse reviewed the system logs and confirmed the same error pattern on the mtmr. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer confirmed that the procedure was completed using the same system. The surgeon moved to the second console, which was already connected to the system.